Event description:
A report was received that the patient had an open wound over the lead site. The open wound was believed to be non-device related. The patient underwent an emergency surgery to properly close the wound and ensure that there was no infection. The patient was doing well after the procedure.